Event description:
It was reported that a dissection occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). Pre-dilatation was performed with a 4.00 x 8 mm non-compliant balloon, and a 4.00 x 20 mm promus premier drug-eluting stent (des) was deployed. The stent was fully inflated without issues. However, during inflation of the stent balloon at 12 atmospheres, a proximal stent edge dissection occurred. The dissection was non-flow-limiting and graded as type a. Post-dilation was performed with a 4.00 x 8 mm non-compliant balloon and an additional stent was deployed to cover the proximal stent edge dissection. Per the physician, the stent caused the dissection. Subsequently, the procedure was completed, and the patient fully recovered and remained stable.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).